Manufacturer narrative:
Initial reporter facility name: (B)(6) health center. (B)(4). A visual assessment was performed. The catheter demonstrated signs of use. The catheter was kinked in several locations. A functional assessment for wcs protrusion was performed and maximum wcs protrusion was observed when the small knob was turned in the counterclockwise direction and the large knob in both directions. A functional assessment for visualization was performed. Upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was inserted through the working channel port and passed through the working channel; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing deficiency. An investigation is underway to address this issue. A review of the device history record (DHR) was performed, and did not identify evidence of deviations or non-conformance's in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for stone removal performed in the pancreatic duct on (B)(6) 2018. According to the complainant, during the procedure, the spyscope ds was used to visualize stones in the pancreatic duct. A stricture was present, and the spyscope ds could not be passed through. Dilation was performed and the spyscope ds was introduced back into the pancreatic duct. The screen showed static and then visualization was lost. Another spyscope digital access and delivery catheter was used without any visualization issues. A plastic stent was placed and the procedure was completed. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation results; working channel sleeve protruded.